Manufacturer narrative:
The delivery system and esheath were returned to edwards for evaluation. Visual, dimensional and functional analyses were performed. Upon visual analysis of the esheath, a fully expanded esheath liner, slight delamination approximately 4¿ from distal tip of the esheath and tip damage on esheath were observed. Upon visual analysis of the delivery system, a break in the balloon shaft was observed at the proximal end of the stop sleeve. Valve alignment and fine adjustment could not be performed due to a break in the balloon shaft. Dimensional testing was also performed and the components were found to be within specifications except the smaller od of the balloon shaft due to stretching from the observed bond break at the proximal stop sleeve joint. The complaint for fine adjustment alignment difficulty was unable to be confirmed. Review of complaint history revealed similar confirmed complaints. We can speculate that the root cause could be related. A CAPA was previously initiated to investigate fine adjustment difficulty on the commander delivery system and document any necessary corrective and preventative actions. The root cause of fine adjustment difficulty was determined to be insufficient collet engagement. Further details are documented in the CAPA. As an interim action, a fsa (field safety notice) was distributed in february 2015 containing additional instructions and troubleshooting measures to employ should the fine adjustment issue arise. In addition, the training manual was updated providing instructions to ensure proper positioning of the balloon shaft prior to locking and executing fine adjustment. The new revision of the manual was released at the time of this complaint. As a long term solution, the balloon shaft design has been improved to increase collet engagement forces. This design change was implemented after the manufacturing date of this complaint device. The complaint for withdrawal difficulty was confirmed due to the condition of the returned devices. Visual inspection revealed damage on the sheath distal tip and the valve was returned crimped on the pumpkin portion of the inflation balloon. Since the profile of the pumpkin is larger than the proximal end of the inflation balloon, the crimped valve profile was larger in this area. This larger profile likely caused difficulties while attempting to retrieve the device through the sheath. The distal tip damage on the sheath is evidence that the valve/delivery system negatively interacted with the sheath during retrieval attempts. The complaint for delivery system leakage was confirmed. The root cause of this failure was previously investigated as part of a CAPA. The primary root cause was determined to be the use of excessive force or bending during the valve alignment process. The following design/ procedural factors may contribute to the delivery system/balloon shaft being susceptible to this failure: balloon shaft component: bending of balloon shaft at the proximal stop sleeve can break the joint. Bending is considered plausible during clinical use. Clinical usage scenario: user inadvertently pulls the shaft past the yellow marker and bends the balloon shaft during gross valve alignment. Bending while the yellow marker is visible stresses the proximal bond. No manufacturing non-conformities were found in the returned devices. Available information suggests that procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Corrective actions are being addressed through a CAPA.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transfemoral tavr procedure, the sapien 3 valve could not be aligned using the fine alignment wheel. The wheel was unlocked and the balloon catheter was attempted to be pulled back manually, but it would not move. Valve alignment was attempted again with the fine adjustment wheel and was successful. However, the manual valve alignment attempt had snapped the catheter and inflation was unable to be performed. During removal of the valve and delivery system through the esheath, the devices got stuck in the esheath. A cut down was performed and the devices were retrieved. A new valve and delivery system were used successfully after.